Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the impedance measurement. The most recent value is showing 1026 ohms. Additionally, the shock impedance increased from 112 ohms to 122 ohms. All other lead values are within normal range. This lead remains implanted and in service. No adverse patient effects were reported. The patient will continue being monitored with regularly scheduled appointments. Additional information: new information was provided from the field indicating that the shock impedances have increased and are now exhibiting out of range measurements of 150 ohms. Additionally, this lead is also exhibiting high capture thresholds, and the pacing impedances have increased to 1400 ohms. The physician was notified and intends to decide on a course of action within the coming weeks. This lead remains implanted and in service. No adverse patient effects have been reported.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the impedance measurement. The most recent value is showing 1026 ohms. Additionally, the shock impedance increased from 112 ohms to 122 ohms. All other lead values are within normal range. This lead remains implanted and in service. No adverse patient effects were reported. The patient will continue being monitored with regularly scheduled appointments. Additional information: new information was provided from the field indicating that the shock impedances have increased and are now exhibiting out of range measurements of 150 ohms. Additionally, this lead is also exhibiting high capture thresholds, and the pacing impedances have increased to 1400 ohms. The physician was notified and intends to decide on a course of action within the coming weeks. This lead remains implanted and in service. No adverse patient effects have been reported. Update: recent data shows that the rv lead impedances have risen from 1400 ohms to 2050 ohms. All other lead measurements remain stable, and the device continues to pace appropriately. The physician has decided to keep monitoring the patient.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.